Event description:
It was reported the stylus pen is not in sync with the programmer. Stylus pen was changed but still happens. It was also calibrated. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; analysis found stylus/overlay will not align. The display overlay/bezel assembly was found out of electrical specification. Analysis also found the device powers up with a system error, a nylon standoff was broken, and the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.